Event description:
Reporter noted chamber instability and a posterior capsular tear during the procedure. The lens fell to the back of the eye, and the patient was referred to a retinal specialist. Occlusion problems were noted. Additional information has been requested.